Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1-a5: patient information is unavailable. H3, h6: no parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an inaccuracy during the procedure. All of the screws were shifted inferior. T10-pelvis were the levels being operated on. The trajectories were deviated 2mm too low. All screws were 2mm too low. Screws were inferior to where the site planned. Orientation of screws, medially to laterally, were correct. During the procedure, three registrations were done and all three had the same depth issue. When the surgeon saw they were low, they decided to proceed. The cause of the issue was unknown however, a lot of bone work was done at the beginning which could have caused accuracy issues. The deviated screws were repositioned freehanded. There was no patient harm and the procedure was delayed less than an hour.